Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In addition, omsc confirmed the following additional information. Manufacturing date:2014/5/23. Repair history over the past year: socket damage in may 2020. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, omsc surmised that it was reproduced because dp substrate and dx substrate which output the video signal have been replaced, and the cause is inferred to be the failure of the substrate. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by (B)(4) that the image of the subject device was not displayed. There was no report of patient injury associated with this event. (B)(4) confirmed that the subject device was only used for practice in the office and it was not used in hospital.